Event description:
The patients device showed high impedance and low output current. X-rays were reviewed by the medical professional, and there were no obvious signs of a lead fracture. There was no known trauma to the device area. The doctor believe the patient has a lead fracture. No known surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
The suspect product was received but analysis has not been completed to date. No further relevant information has been received to date.

Event description:
The patient's generator and lead were replaced. It was noted that they did try re-inserting the lead pin into the generator first during surgery, but that did not resolve the high impedance. No fractures or other visual anomalies were observed on the lead during surgery. The explanted suspect product has not been received to date. No further relevant information has been received to date.

Event description:
Product analysis was completed on the generator. Various electrical loads were attached to the pulse generator and results of diagnostic tests demonstrate that accurate resistance measurements were obtained in all instances. In addition, the setscrew shows indention marks indicating the setscrew was at one-point time secured to a lead pin. A comprehensive automated electrical evaluation showed that the device performed according to functional specifications. There were no performance, or any other type of adverse conditions found with the pulse generator. No further relevant information has been received to date. Product analysis has not been completed on the lead to date.

Event description:
Product analysis was completed on the lead. During the visual analysis two coil breaks were observed in sections of the lead near the electrodes. The fracture mechanism of the breaks could not be ascertained. Continuity checks of the returned lead portions were performed during the functional analysis, and no other discontinuities were identified. It is noted that the coil appears dark and pitted at the coil break locations; it has the appearance of electro-etching condition. The lead assembly has dried remnants of what appear to have once been body fluids inside outer and inner silicone tubes. Other than the noted above conditions, the condition of the returned lead portions are consistent with conditions that typically exist following an explant procedure. Note that since a portion of the lead assembly was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. No further relevant information has been received to date.

Event description:
Device history records were reviewed and the lead was confirmed to be sterilized and had no nonconformities prior to distribution.